Event description:
It was reported that during a da vinci-assisted surgical endometriosis resection and myomectomy procedure, message ¿self-test in progress¿ occurred on the endoscope. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse found multiple endoscope communication errors. Tse had site clean the endoscope connector, replace the endoscope and reboot the system, but the issue was not resolved. Site would replace the vision side cart (vsc) to continue with the procedure. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and the reported failure was not confirmed and not replicated. Upon visual inspection, no issues were found that would be related to the reported failure. In logs, the error 48221. A communication error between the scope and ec occurred; reseat scope connection (possible scope or ec). Scope sn (B)(6) was the fault occurred in the field. Does not relate to ec. This unit was installed into the test system and running video test 10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec is worked as normal. Could not replicate error 48221 and self-test message. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the ec.